Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention make take place at a later date to resolve the issue.

Event description:
Additional information found the patient had their ipg explanted and replaced to address the issue.. Additional information shows the pain is better.

Manufacturer narrative:
Correction: after additional follow up - section h6 - method code should have been 4114 rather than 4117.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.